Event description:
Healthcare professional reported right side "surgical removal and downsize for severe capsular contracture (baker grade unknown) and pain." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "surgical removal and downsize for severe capsular contracture baker grade unknown and pain." Healthcare professional later reported the baker grade to be IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported "surgical removal and downsize for severe capsular contracture and pain" baker grade unknown. Healthcare professional later reported the baker grade to be IV. This record represents the right side. Device has been explanted and replaced.